Manufacturer narrative:
Attempts have been made to obtain the product. The product involved in this event has not been returned to date to allow for an analysis to be performed. If the product is returned for eval or new info is obtained, a follow up report will be submitted.

Event description:
Customer reported, "the device would read 60bp then jump to 90bp then back down to 60bp, low heart rate, this was occurring on a continuous basis. Device was swapped out with a second oximeter, that second device is working fine." No known impact or consequence to pt.